Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analysis found no anomalies. (B)(4).

Event description:
It was reported that several days after a routine device replacement, the right ventricular (rv) lead triggered a patient alert due to high rv and superior vena cava (svc) defibrillator coil impedance. An x-ray confirmed that the lead's connector pin was loose. At the lead revision, it was found that the lead connector pin was not inserted all the way into the device connector and that the device's set screw had not been tightened. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).